Event description:
Info received indicates the bed has no head or knee up function.

Manufacturer narrative:
The tech isolated the issue to the valves sticking. He replaced the valves and the bed functioned properly.